Event description:
According to the article review of the incidence of atrial fibrillation after patent foramen ovale closure in consecutive patients, since 1994, amplatzer devices were implanted, and some patient's experienced post-implant atrial fibrillation.

Manufacturer narrative:
Since the product was not returned for analysis, and no imaging was provided of the event, co could not perform a thorough investigation of this event.